Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted from distributor on 30th january 2018. Customer stated that they received a complaint related to a doro skull clamp that had a pin on the clamping mechanism slip during a procedure. Upon removal of the operative drapes, the surgeon identified that the head holder had slipped. There was a scalp laceration in the left parietal area.